Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number (kcm556), and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following information was obtained: this case was reported directly from health authority, according to the reported information, the event was occurred in april. The patient was discharged from the hospital if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2020 and a suture was used. During the procedure, the suture pulled off the needle when sewing during the surgery of right partial salpingectomy and right ovarian cyst dissection. The needle was found and retrieved at last. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.